Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis investigation was performed on the medium-large clip applier instrument. The initial failure analysis findings were not confirmed. The instrument was placed on an in-house system and passed intuitive motion. The instrument moved precisely to the master tool manipulator (mtm) and did not exhibit a lag. The grips were closed several times, and no issues or abnormalities were observed. The returned instrument was compared to an in-house instrument on the system, testing motion. The movements were similar, and no abnormal movements or imprecise motion was observed. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was closing, and the wrist was moving aggressively. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing concerning identified. The instrument was used twice before obtaining a new clip applier. The failure was not related to an inability to move the instrument at all. The reporter did not know if the movements of the surgeon scaled appropriately to the instrument, if the instrument moved in the intended direction, or if the timing of the instrument movement was appropriate. The issue was resolved after a new clip applier was obtained. The instrument was returned. There are no photos available.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of failed intuitive motion be related to the customer reported complaint. The instrument exhibited imprecise motion when the mtms were manipulated. Visual inspection found no signs of physical damage at the distal or proximal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully as lag was observed or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly.